Event description:
Customer reported via phone call that act button did not respond during bolus. Customer reported to have received a failed battery test after changing batteries and then received a button error alarm. Customer's blood glucose was 465 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted. No unexpected failed battery test alarms or button error alarms noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion, excessive no delivery and operating currents measurement and off no power tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.